Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product was first visually examined and no damage observed on the catheter. The device was able to properly pullback, advance and retract. The imaging core was fully retracted and fully advanced, no resistance was found and the device appears to be in good conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that imaging catheter resistance occurred. The target lesion was located in right coronary artery. An opticross¿ imaging catheter was selected for use. After first pullback was performed, the physician opted to reposition the catheter to its initial position. However, resistance was encountered. Opticross¿ imaging catheter was repositioned and was moved several times outside the patient's body but severe resistance was encountered again. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that imaging catheter resistance occurred. The target lesion was located in right coronary artery. An opticross¿ imaging catheter was selected for use. After first pullback was performed, the physician opted to reposition the catheter to its initial position. However, resistance was encountered. Opticross¿ imaging catheter was repositioned and was moved several times outside the patient's body but severe resistance was encountered again. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.